Event description:
It was reported the stylet would not come out during surgery. The entire lead was taken out and replaced with another and the stylet came out as planned. No patient symptoms or injuries were reported related to the event.

Manufacturer narrative:
(B)(4).